Event description:
A peritoneal dialysis patient had reported that dialysis solution was leaking out of the cassette and into the cycler. Patient had just completed treatment. Upon removing the tubing set, solution was found inside the cycler. The origin of the leak could not be identified but was believed to be coming from one of the tubes at the bottom of the cassette. Patient did not receive any prophylactic antibiotics and has had no adverse effects. Patient's effluent has remained clear. Sample is available.

Manufacturer narrative:
The actual device was returned to the manufacturer for physical evaluation and the complaint is confirmed. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.